Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for a routine follow-up. The patient complained of experiencing shortness of breath and chest pain for the past couple of months. The right atrial lead exhibited an increase capture thresholds and a decrease in sensing. No intervention or additional information was reported.